Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the hardware was failed and was unable to recover drawer 5.2 and 6. 2. A technical support specialist guided the customer to reboot the station through the medication application. After the reboot, customer was able to recover the failed drawer and the issue was resolved. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 5.2 and 6.2 were failed. User attempted to recover the storage space, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b date of event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 5.2 and 6.2 were failed. User attempted to recover the storage space, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.